Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rota burr became stuck in the lesion. The target lesion was located in an unknown coronary artery. An unspecified size rotalink burr was used to treat the target lesion. However, during rotablation, the burr got wedged in the lesion. The outer shaft of the burr was cut away to allow a guidezilla guide extension catheter to be advanced over it. When the guidezilla was delivered up to the burr, both devices were able to be pulled back which dislodged the burr from the lesion. No further patient complications were reported and the patient¿s status was good.